Event description:
A customer reported a shift in level one result for progesterone iii (prog iii) quality control (qc) on the aia-360 analyzer. An audible noise from the analyzer when running test was also reported. The customer states the qc results shifted from 2.2 ng/ml to 20.3 ng/ml and the prog iii qc has been problematic and the six month maintenance is coming due. The customer will perform the 6 month maintenance, and requested mac qc for troubleshooting. The analyzer is not down, however the customer is unable to run prog iii patient samples at this time. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue with progesterone iii (prog iii) by review of the out of range results the customer ran prior to fse arrival, however the fse was unable to confirm the audible noise reported. The fse suspected contamination; cleaned the carousel and inspected for any dropped cups. The fse performed a decontamination on the analyzer. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no errors occurring. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) . There were no other similar complaints found during the searched period for the reported audible noise, however there were a total of three similar complaints including this one for progesterone iii (prog iii) out of range. The st aia analyte application manual for prog iii states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack st aia-prog iii rev-025240-1119 9 progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported issue was due to biological contamination.